Manufacturer narrative:
Device was returned for evaluation. The device examination showed no defects. The device cuff was inflated using 5cc of air. The device was given leak testing and no leakage was detected. The device cuff was deflated, then filled with 5cc of fluid and left for 12 hours. When checked for leakage again there was no leakage detected. The cuff retained almost 5cc of fluid. The small loss of fluid was determined likely still in the cuff or inflation line. The investigation determined that the reported volume loss was not caused by leakage but by fluid that couldn't be withdrawn from the cuff/inflation line.

Event description:
It was reported the device cuff did not hold fluid; original volume of fluid was 4cc and cuff volume was later measured at 3.5cc. A patient tube change was required to continue patient therapy. No further adverse effects reported.